Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image went black, rebooted system and image came back fuzzy. The issue occurred during the middle of a therapeutic colonoscopy procedure, which was completed with the same device. There were no reports of patient harm.